Manufacturer narrative:
(B)(4). Date of follow-up report : 10/06/2015. One used 180-1022 was received for evaluation. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The investigation found the device was recognized when plugged into the unit and the generator. The sample functioned normally when activated on simulated tissue. No fault was noted on the unit. The sample did not activate unless the foot pedal was activated.

Event description:
The customer reported that the het system was trying to activate with no tissue in the jaws of the forceps. The unit was not set on auto-bipolar. No tissue damage. No patient injury. Another device was used to complete the procedure.